Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
A report received from (B)(6) stating the device had hose damage. It is unknown if the device was being used during surgery. It is unknown if injury or medical intervention were reported. The date of the event is unknown. No additional information was provided.